Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was frustrated with the minimed mio inserter and threw the insulin pump against the wall. The customer was being transported to the emergency room for a possible diabetic ketoacidosis. The customer's blood glucose level was unknown.